Event description:
It was reported that an ilet user experienced loss of continuous glucose monitor (cgm) signal between the ilet and a dexcom g7 sensor while the dexcom app continued to display readings; support guided the user to toggle the cgm setting from g7 to g6 and back to g7 and reenter the pairing code. Symptoms included no alerts or alarms and no reported clinical effects. Outcomes included no injury, no medical intervention, and no hospitalization. Customer care provided support that included troubleshooting and education focused on wireless connectivity and device pairing steps. Investigation of this case revealed a communication issue limited to the interface between the ilet and the paired cgm, with the sensor itself functioning on the dexcom app, consistent with a pairing or bluetooth connection problem. It was concluded, based on previously established findings for similar reports, that the cause was likely user-device pairing disruption or transient wireless interference.